Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device had a broken drive shaft. Therefore, the reported condition was confirmed. It was determined that this issue was consistent with mishandling by dropping or hitting the device against something causing the tip of the drive shaft to break off. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact speed reducer device had parts of its drive shaft broken off and were missing. It was further determined that the bearing cover and symbol were missing. It was further determined that the device failed pretest for it was further ailed pretest for speed and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.